Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, the patient experienced access site bleeding and oozing, the impella was removed then the long sheath was replaced, and the impella reinserted. It was reported doppler pulses could not be found in the right leg, no discoloration was noted. Reportedly there was still a steady ooze from the diaphragm of the sheath, manipulation did not stop the oozing therefore a figure eight stitch, mattress suture and manual pressure were applied. Additionally, the waveforms on the impella rp were reading negative at times, possibly due to the impella being slightly deep, the physician did not want to reposition the device for fear of dislodging the impella rp and because the patient was now stable. On (B)(6) /2022 the complainant reported there was still some oozing around the repositioning sheath, the site was redressed and reinforced. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: access site bleeding. Impella rp with smart assist system with automated impella controller. Section: warnings and cautions . As noted in the impella IFU ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound "be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ limb ischemia . Impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller . Section: contraindications (united states) . As noted in the impella IFU ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ . This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.